Event description:
A healthcare professional reported that a patient had been injected last year in the neck with skinvive¿ by juvéderm® with no issues. Patient had another injection this year around the mouth/marionette/chin region using 1 ml of skinvive¿ by juvéderm® and some maintenance using botox® 4 days later, the patient reports mild redness, slight tenderness, heat and bumps in every single injection point in the morning. It was observed that the patient developed localized swelling, nodule development, pain, erythema and warmth in every single injection site. The hcp treated the patient with antibiotics and antihistamine, then prednisolone steroids orally. This has helped settle the situation. The hcp assessed the patient over the phone and suggested antihistamine cetirizine 10mg and covering with flucloxacillin 1g qds antibiotics which the patient started the same day. The next day there was no improvement and more swelling, pain and heat, but it did not spread. The patient continued to take the prescribed antibiotics and the antihistamine allowing it to work. The following day the symptoms worsened. There was more hypersensitivity of the injection points. They were bullet hard bumps, further swelling, making oral care difficult. The patient¿s mouth movements were restricted. The patient reported that there was confusion at the pharmacy and they underdosed the flucloxacillin, the hcp had prescribed the patient 1g qds of the flucloxacillin, plus paracetamol for comfort prn. The hcp sent the patient some co-amoxiclav for better anaerobic cover to start after flucloxacillin is completed. A day later the swelling continues to improve, but there was no change in the sensitivity/pain and hardness of bumps. The patient is experiencing some non-device related insomnia. The hcp spoke with another hcp who advised them that it could be type IV hypersensitivity reaction or biofilm/acute granuloma. The other hcp stated to continue with the antibiotic, but it would be worth switching to clarithromycin 500mg bd for 14 days. Continue to have the patient take the prednisolone 40mg for 14 days. The symptoms were stable with no change on the next day. There was still severe hypersensitivity, and hard nodules so the patient continued with co-amoxiclav, pred, and cetirizine. Patient started taking clarithromycin 500mg bd the next day, but the symptoms were stable with no change. The patient also gained 5lbs of water retention weight gain. The hcp went back for more advice from the other hcp who suggested that the patient continue with prednisolone 40mg 10 days then tapering. There was a discussion on dissolving the skinvive¿ by juvéderm® when the patient returns. The patient contacted the injecting hcp to state that they had been having to massage and experienced non-device related nausea/bloating, and abdominal cramps. This was a likely reaction to the clarithromycin, and it was advised to stop immediately. On the last appointment, the hcp continues to see receding redness and nodule size. The hcp tapered the dose of prednisolone down from 40mg to 35mg.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.